Event description:
It was reported that during an cystectomy procedure, the surgeon fired the device once. It fired as expected. The gun was reloaded and placed on pedicle and fired. The gun would not release from the tissue. It was locked on the tissue. Ligasure was used to cut the gun off the tissue. Another device was used to complete the procedure. There where no adverse consequences for the pt. According to the surgeon, "pt is fine, no change in post op course, tissue :- lateral vascular pedicles to bladder, no clips being fired over, no pre-existing conditions apart from bladder cancer, weight about 12 and half stone, white cartridge"

Manufacturer narrative:
Spring cartridge lockout tab. Evaluation summary: the analysis showed that the atw45 device was received in good visual condition and with a white cartridge reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more info please refer to the instructions for use. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.